Event description:
The customer reported "system overflowing" with cidex on to the floor. There were no physical complaint related to the overflow of cidex. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse removed skinner valve, and found a piece of rubber tubing in the valve sealing surface. The fse removed the piece, and ran empty cycle successfully. The system was found to manufacturer specifications.